Manufacturer narrative:
A getinge field service engineer (fse) found the cardiosave intra-aortic balloon pump (iabp) tether assembly would not retract the cord. Fse installed a new tether assembly and completed a full pm and system test. All tests passed to factory specifications. Returned to rental feet and released for clinical use. The failure analysis and testing department (fat dept.) Received tether assembly with a reported unit failure of the tether not retracting. The fat performed a visual inspection and found the part to be faulty and the tether not retracting. Confirmed the reported failure. Probable root cause is expected wear and tear. Retaining the part in the failure analysis and testing department per procedure number (B)(6) rev. Ar. The non-conformance with the returned components were identified. However, the root cause or the most probable root cause is expected wear and tear.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the tether assembly of the cardiosave intra-aortic balloon pump (iabp) unit would not retract the cord. There was no patient involvement.